Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose, with blood glucose of 500 mg/dl at the time of the incident and the customer got a hardware low level failures alarm during a self test, but the second self test passed. The customer used manual injections to treat. The customer experienced symptoms such as presence of ketones. The customer was wearing the insulin pump during the incident. The customer saw their health care professional who recommended insulin pump replacement. The insulin pump will be returned for analysis.